Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed by tech services. The blade was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger gvl 4 2' cable, the image is lost intermittently. It is unknown if a back-up device was used. No delay in the procedure was noted. No harm to patient or user was reported.